Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the plunger fell out of the device. The device was exchanged and the surgery was completed with no patient impact.

Manufacturer narrative:
The product was returned for analysis and the reported complaint "plunger fell out" was not observed. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger is advanced into the nozzle entry and is advanced over the lens. The lens is present in the lens bay. The trailing haptic is folded onto the optic and is extended alongside the plunger. The leading haptic is extended straight. The root cause for the reported complaint could not be determined as the reported "plunger fell out" was not observed. The manufacturer internal reference number is: (B)(4).